Event description:
This lead was capped and replaced because it "broke" when the physician went in for a pocket revision due to hematoma. Should additional information be received, this file will be updated.